Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred when the user attempted to load a new cartridge. Reportedly, the user stated that they did not follow the on-screen instructions. There was no reported impact to the user's blood glucose level. The user successfully reloaded the cartridge and resumed insulin delivery.